Event description:
It was reported that pump displayed cgm error 42 when customer attempted to use g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, confirmed error did not reappear, and successfully started sensor session.